Manufacturer narrative:
An event regarding loosening involving wear of a pca liner was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report and indicated the typical uhmwpe damage modes including burnishing, scratching and delamination were observed on the acetabular insert. No material or manufacturing defects were observed on the device features evaluated medical records received and evaluation: a review of the provided medical records by a clinical consultant concluded: "a routine adverse event related to the wear particles generated from tha in place for 27 years. This is a well-known phenomenon, believed to be related to the polyethylene wear particles, which cause bone resorption, and subsequent loosening of the prosthesis. She has significant osteolysis about the left total hip and that prostheses is also at risk for failure. This adverse event is the result of normal wear into polyethylene and there is no evidence that the loose right acetabulum is causally related to the design, manufacture, or defective material of this prosthesis. Device history review a review of the device history records could not be performed as no lot information was provided. Complaint history review: a complaint history review could not be performed as no lot information was provided. Conclusions: the clinician review of the medical records indicated a routine adverse event related to the wear particles generated from tha in place for 27 years. This is a well-known phenomenon, believed to be related to the polyethylene wear particles, which cause bone resorption, and subsequent loosening of the prosthesis. There is no evidence that the failure is related to the design, manufacture, or defective material of this prosthesis. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
Right total hip, osteolysis of acetabulum / no medial wall, loosened cup / well fixed stem. Replaced with restoration cup ii acetabular shell and x3 insert cemented.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Right total hip, osteolysis of acetabulum / no medial wall, loosened cup / well fixed stem. Replaced with restoration cup ii acetabular shell and x3 insert cemented.